Manufacturer narrative:
Rec¿d report date. MFR rec¿d date.he touchscreen was returned for failure analysis. The touchscreen revealed no signs of damage or contamination. During investigation, it was determined that the resistance (ul_lr and ur_ll) was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23july2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse also noted that the touch response was inaccurate by roughly one inch. The fse replaced the touchscreen and the issue was resolved.

Event description:
It was reported that the unit had a touchscreen calibration failure. There was no patient involvement.